Manufacturer narrative:
(H3) the reason for the revision reported is most likely the result of prosthesis wear of the tibial insert and prosthesis wear and fracture of the patellar pegs over the course of 15 years of implantation. However, potential contributions of patient-related considerations to the event could not be assessed from the available information.

Event description:
It was reported that this 76 y/o male patient's knee was revised approximately 15 years 4 months post op. Patient had poly issues with flaking and delamination of the patella ¿ the three lugs had sheared away from the patella. Patient was last known to be in stable condition following the event. Product not returning: it was discarded.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) cem trap tib tray 204-04-54. (B)(6) ps cem. Femoral size 5, right 234-03-05.